Event description:
It was reported that the patient experienced a loss of therapeutic effect. Proper position of her device was confirmed by x-ray, but the physician stated to her that one of the electrodes is not functioning and "defective". Further information is being requested from the hcp.